Event description:
On (B)(6) 2012 the reporter contacted animas and reported that the up arrow and down arrow keypad buttons were sticking and intermittently unresponsive for three weeks. The reporter noted no damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump against the body under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "ok" & "up" keys to be intermittently unresponsive. Keypad torn at "up" key. The keypad was removed and contamination was noted under all key contacts.